Event description:
It was reported that during a port placement procedure in the right subclavian vein, the catheter allegedly could not pump liquid during the catheter irrigation during the infusion port irrigation. It was further reported that the valve function was problematic. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510 k number for the m.r.I. Implantable port, groshong single-lumen, 8f products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. However, one video was provided for review. The video shows difficulty in withdrawing the solution through the catheter. No fluid was noted to be sucked into the syringe. Therefore, the investigation is confirmed for the reported suction issue. However, the investigation is inconclusive for the reported flushing issue as the video evidence provided is not sufficient to confirm flush issue. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (method). H11: h6 (result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure in the right subclavian vein, the catheter allegedly could not pump liquid during the catheter irrigation during the infusion port irrigation. It was further reported that the valve function was problematic. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510 k number for the m.r.I. Implantable port, groshong single-lumen, 8f products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, video was provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.